Event description:
The customer reports that two cancer patients generated falsely elevated platelet results from samples tested on a cell-dyn emerald analyzer. The following was provided: (B)(6): initial result of 1107 k/ul, retesting at 474 k/ul; (B)(6): initial result of 1101 k/ul, retesting at 658 l/ul. Controls have remained within specifications. No suspect results had been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and evaluated the analyzer. The red blood cell (rbc) counting head was replaced. Subsequent instrument operations were acceptable. Review of information from the customer site could not rule out instrument to instrument variation as well as sample integrity as contributing to the customer's issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald system operators manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists.